Manufacturer narrative:
The reported events were fracture, high pacing impedance, inadequate capture threshold, and stylet would not advance. As received, a complete lead was returned in two pieces with an extraction tool returned inside and unable to be removed. The reported events of fracture, high pacing impedance, and inadequate capture threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Regarding the reported event of stylet would not advance; despite damage a stylet was inserted through connector pin and was able to advance fully to cut end while the distal portion was unable to be tested due to the as received condition. Additional findings: visual inspection of the lead found and external insulation abrasion to the optim sheath only on the connector portion consistent with friction to the device can. The quad lumen tubing/lead body was found to be compressed consistent with external forces from device can.

Event description:
During an in clinic follow up, increased capture threshold and high pacing impedance were noted on the right ventricle (rv) lead. A lead fracture was suspected. X-ray imaging was performed and no anomalies were observed. The rv lead was explanted and replaced to resolve the event. During the explant procedure, it was observed the stylet was unable to advance in the rv lead. The patient was stable.